Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic inflammatory disease ("inflammation"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("abortion") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2007; (B)(6) 2010), caesarean section and uterine fibroid (myomectomy in (B)(6) 2009). Concurrent conditions included overweight. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("severe and persistent abdominal pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), scar ("scarring"), hormone level abnormal ("hormonal imbalance"), arthralgia ("persistent joint pain"), emotional disorder ("emotional turmoil"), vulvovaginal pain ("constant vaginal pain"), pregnancy with contraceptive device (seriousness criterion medically significant), vulvovaginal inflammation ("vaginal inflammation"), back pain ("back pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), abortion spontaneous (seriousness criterion medically significant) and device monitoring procedure not performed("she did not had her essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with diclofenac, surgery (hysterectomy, oophorectomy to remove essure) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, scar, hormone level abnormal, arthralgia, emotional disorder, vulvovaginal pain, pregnancy with contraceptive device, vulvovaginal inflammation, back pain, mental disorder, abortion spontaneous and device monitoring procedure not performed outcome was unknown and the pelvic inflammatory disease and dyspareunia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, emotional disorder, hormone level abnormal, device monitoring procedure not performed, mental disorder, pelvic inflammatory disease, pregnancy with contraceptive device, scar, uterine perforation, vulvovaginal inflammation and vulvovaginal pain to be related to essure. The reporter commented: left ovary with a follicular cyst, 3 cm. Right fallopian tube with a paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Most recent follow-up information incorporated above includes: on 4-dec-2017: new events: uterine perforation, pelvic inflammatory disease, pelvic pain, abdominal pain, dyspareunia, scar, hormone level abnormal, arthralgia, emotional disorder, vulvovaginal pain, pregnancy with contraceptive device, vulvovaginal inflammation, back pain, mental disorder, device ineffective, abortion spontaneous, investigation noncompliance. Patient information(dob, height, weight) were added. Product stop date added. Patient historical condition and concomitant disease were added. Previously reported event¿ severe and permanent injuries¿ was deleted and case became valid as per new follow up. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic inflammatory disease ('inflammation'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('abortion') in a 39-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not had her essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (date of births: (B)(6) 2007;(B)(6) 2010), caesarean section, uterine fibroid (myomectomy in (B)(6) 2009), vaginal pain and dyspareunia. Concurrent conditions included overweight, irregular menstruation, left lower quadrant pain, uterine bleeding, menometrorrhagia, follicular cyst of ovary and anesthesia. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("severe and persistent abdominal pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), scar ("scarring"), arthralgia ("persistent joint pain"), emotional disorder ("emotional turmoil"), vulvovaginal pain ("constant vaginal pain"), vulvovaginal inflammation ("vaginal inflammation"), back pain ("back pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), abortion spontaneous (seriousness criterion medically significant) and device expulsion ("extraction of essure tubal device from culdesac/ essure coil; devise in the left side cul-de-sac in proximity "), was found to have hormone level abnormal ("hormonal imbalance") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with diclofenac and surgery (hysterectomy,oophorectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, scar, hormone level abnormal, arthralgia, emotional disorder, vulvovaginal pain, pregnancy with contraceptive device, vulvovaginal inflammation, back pain, mental disorder, abortion spontaneous and device expulsion outcome was unknown and the pelvic inflammatory disease and dyspareunia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, device expulsion, dyspareunia, emotional disorder, hormone level abnormal, mental disorder, pelvic inflammatory disease, pregnancy with contraceptive device, scar, uterine perforation, vulvovaginal inflammation and vulvovaginal pain to be related to essure. The reporter commented: left ovary with a follicular cyst, 3 cm. Right fallopian tube with a paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal pain, abdominal pain. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received: lot number, medical history were added. Patient demographic was updated. Device expulsion event taken. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic inflammatory disease ('inflammation'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('abortion') in a 39-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not had her essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (date of births: (B)(6) 2007; (B)(6) 2010), caesarean section, uterine fibroid (myomectomy in (B)(6) 2009), vaginal pain and dyspareunia. Concurrent conditions included overweight, irregular menstruation, left lower quadrant pain, uterine bleeding, menometrorrhagia, follicular cyst of ovary and anesthesia. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("severe and persistent abdominal pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), scar ("scarring"), arthralgia ("persistent joint pain"), emotional disorder ("emotional turmoil"), vulvovaginal pain ("constant vaginal pain"), vulvovaginal inflammation ("vaginal inflammation"), back pain ("back pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), abortion spontaneous (seriousness criterion medically significant) and device dislocation ("extraction of essure tubal device from culdesac/ essure coil; devise in the left side cul-de-sac in proximity "), was found to have hormone level abnormal ("hormonal imbalance") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with diclofenac and surgery (hysterectomy, oophorectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, scar, hormone level abnormal, arthralgia, emotional disorder, vulvovaginal pain, pregnancy with contraceptive device, vulvovaginal inflammation, back pain, mental disorder, abortion spontaneous and device dislocation outcome was unknown and the pelvic inflammatory disease and dyspareunia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, device dislocation, dyspareunia, emotional disorder, hormone level abnormal, mental disorder, pelvic inflammatory disease, pregnancy with contraceptive device, scar, uterine perforation, vulvovaginal inflammation and vulvovaginal pain to be related to essure. The reporter commented: left ovary with a follicular cyst, 3 cm. Right fallopian tube with a paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal pain, abdominal pain lot number: 675116, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.